Event description:
It was reported that the patient's devices were removed due to an infection. No patient symptoms were reported. The type of medication, concentration, and daily dose being administered via the pump were not reported; device registration system indicates morphine. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete. The report was submitted late by the manufacturer's representative, retraining has been conducted.